Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) spoke with customer regarding the case. The customer mentioned that the field service engineer (fse) was coming around 10 am. Since the fse had already been called and was on the way to the location, and the visit was not created from the case, tss asked for permission to close the case. The customer agreed, and tss informed them to contact us if further assistance was required. The customer acknowledged, and tss proceeded to close the case as per the call conversation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.